Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that the fixation of the arm of the spider 2 tenet was loose. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The battery and foot switch were also returned. A functional evaluation was performed. The device failed the weight test. The piston migration was at 2.3 inches. The reported failure was confirmed and the root cause has been associated with a seal failure. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue.